Manufacturer narrative:
Section h.6 medical device problem code corrected to health effect clinical code:2686.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, the patient had an effusion that was drained and since they were in there they did an extensive washout and changed the poly components. Samples were sent but there was nothing acute. The cause of the issue is unknown.